Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation. A visual inspection of the returned cycler exterior showed no sign of physical damage. There were not visual indications of dried fluid within the cassette compartment. There were not visual indications of particulates within the cassette area. There were not burrs or sharp edges in cassette area that may have punctured a cassette membrane. Touch screen test failed ¿ when powering on the on the cycler the "ok, stop, and up/down arrows push buttons" illuminated, however, the front panel display remained dim. A known good inverter board was installed and the display became operational. An internal inspection of the cycler found a short on t1 of the inverter board with lot code 2411 which reflects the transformer has p155 insulation thickness. The inverter board is located on the rear of the front panel assembly. A known good inverter board was installed and the display became operational. Touch screen test passed. Voltage check test passed. There were no visual discrepancies encountered during the internal inspection. The device history record revealed that on 11/11/2024 the inverter board was replaced in rework. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, the reported issue was confirmed and the cause was determined to be an internal short on transformer on the inverter board. The cycler was refurbished following the evaluation.

Event description:
A peritoneal dialysis (pd) patient contacted fresenius technical support to report a blank screen on the liberty select cycler. The screen was blank during pause 1 of 1. Patient pressed ok, stop, and touched the screen but the screen remained blank. The ok and stop keys made sound when pressed. The patient explained that the screen went blank all of a sudden. Patient was connected and was getting ready to continue with his treatment when the screen went blank. The reported issue was not a result of the supplies. The fresenius technical support representative assisted the patient to reboot the cycler and re-seat the power cord from both ends, but the screen remained blank. At least one full treatment was completed with this cycler. The fresenius technical support representative issued a replacement cycler and advised to discontinue the use of the current cycler. The estimated time of arrival was (B)(6) 2025 and the scheduled pick update was (B)(6) 2025. Upon follow up, it was determined there were no patient adverse events and no medical intervention was required and the patient was able to complete treatment. The cycler was returned. Upon physical evaluation of the cycler by the manufacturer, it was identified that the transformer on the inverter board had an internal short.